Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 13cm distal to the is-1 connector pin. The proximal fragment including the yoke and connector pins was received for analysis. The distal fragment including the lead tip was not returned. It is reasonable to assume that the lead was cut during the surgery. The performance of the lead fragment was scrutinized, including a visual inspection. The inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. Due to the fragmented state of the lead the electrical analysis was not feasible. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an estimated implantation period of approx. 166 months, it was observed via homemonitoring that the rv pacing impedance was too high.